Manufacturer narrative:
(B)(4) analysis: upon receipt at medtronic's quality lab, the cannula was received with four breaks in the body. Three of the breaks were rough, most likely caused from clamping. The forth break was clean break, located 8.5 inches from the distal tip. Conclusion: based on the info provided and analysis results, we suspect a normal process or material variation in the mfg process is the likely root cause of the split in the cannula body. However, the actual root cause is still under investigation and no formal conclusions can be made at this time.

Event description:
Medtronic received info that during the mitral valve replacement, atrial septal defect and ablation procedure, the middle portion of this venous cannula fractured and blood loss was observed. The cannula was clamped three times at different locations in attempt to stop the blood loss, but the clamped portion of the cannula fractured as well. Blood circulation was sustained as two cannulas were initially used for the procedure. A blood transfusion was performed (560cc red blood cells and 240cc fresh frozen plasma). There were no adverse pt effects.